Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance measurement on the superior vena cava (svc) and rv defib coils to out of range high levels. Reprogramming was initially performed, then later the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.